Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer was able to confirm that the reported issue was caused by a faulty power board. The customer placed a new power board in the device and the reported issue was resolved.

Event description:
The customer reported that the bellavista 1000 was turning on and off automatically. The customer confirmed that there was no patient involvement associated with the reported issue.